Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. The instrument failed the clip test. The instrument was able to clip. However, one side of the grips does not let go of the clip. The instrument was also found to have dried residue around the clamping pulley cable grooves. This failure is most commonly caused by improper reprocessing, such as insufficient flushing.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The medium-large clip applier would not form a clip appropriately. The procedure was completed with no reported injury.